Manufacturer narrative:
(B)(4).

Event description:
The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device. The patient was stable before, during, and after the procedure.